Event description:
It was reported the pt is unable to establish communication between the ipg and external devices. It was also reported the pt had not charged the ipg since (B)(6) 2013. The pt may undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
This ipg serial number was involved in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.